Event description:
Physician reported unknown side rupture. The device has been explanted.

Event description:
Physician reported, unknown side rupture. The device has been explanted.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed. No additional observations are performed. No further actions are required, as no manufacturing issues are observed.

Event description:
Physician reported unknown side rupture. The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as (B)(6) 2023. Additional, changed, and/or corrected data: g1.

Event description:
Physician reported unknown side rupture. The device has been explanted.